Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this previously abandoned right ventricular (rv) lead had an infection. Reportedly, there is a plan of explanting the system. Additional information received from the field representative indicates that a revision was performed and the cardiac resynchronization therapy defibrillator (crt-d) along with the right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead were explanted while the previously capped right atrial (ra) lead and previously capped right ventricular (rv) lead remain capped. The explanted products will not be returned. No additional adverse patient effects were reported. The previously abandoned rv lead remains capped.